Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the tortuous mid circumflex (cx) artery. The physician attempted to implant a taxus express2 3.00 x 12 mm drug eluting stent but it would not advance through the proximal cx. It required a lot of push to retrieve the stent back into the guide. When the stent was inspected the edge had flared up. The procedure was completed with a 3.0 x 12 mm driver stent. No pt complications were reported.

Event description:
It was further reported that the calcified lesion in the cx was predilated. The stent could not get through the tortuous part of the vessel. The physician pulled back with force as it was stuck. When he inspected the stent, two struts had lifted up.